Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed short v-v episodes. The lead remained in use. The patient expired approximately two months later and there was no indication the death was related to the over-sensing. A review of the information was requested and it was determined there were no malfunctions associated with the death.